Event description:
Caller reported a malfunction on pump but no notable events occurred prior to issue. There was no adverse impact to customer's blood glucose level. Technical support assisted with resetting the pump, and caller was instructed to continue using pump while being advised to call back if malfunction code recurs. Customer acknowledged and understood the instructions provided.